Event description:
Reported by attorney: pt claims to have suffered/will continue to suffer pain, suffering, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities as a result of the implantation of the designated pelvic mesh products.